Event description:
The customer reported "smart site from the syringe end of tubing found leaking medication". There was no report of pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.